Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were experiencing pain due to their implantable cardiac monitor (icm) moving around. Follow-up was conducted with the clinic to obtain further information on the patient and their icm. Follow-up determined that the patient had had a device check after the event date and the implantable cardiac monitor (icm) had subsequently been removed. No further patient complications have been reported as a result of this event.